Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that patient underwent a device replacement procedure on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with their pacemaker failing to interrogate. A device check in (B)(6) 2020 showed a longevity of 1.25 years left till elective replacement indicator, so it was suspected that the device may also be at normal eri. A generator change out was recommended. Patient was stable after the event.